Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant, an x-ray was taken of the pt and the outflow graft bend relief was noted to be disconnected. The pt was subsequently returned to the operating room for re-operation and the bend relief was reconnected.

Manufacturer narrative:
The pt remains on lvad support with this device and no further issues have been reported. The reported event of a disengaged sealed outflow graft bend relief was confirmed by an x-ray submitted by the hosp. The x-ray showed the attachment clip of the sealed outflow graft bend relief separated from the sealed outflow graft attachment. The eval could not conclusively determine the cause of the outflow bend relief disengagement. This situation is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available. The MFR is closing its file on this event.